Event description:
Patient reported reported right side exchange with no complaint against the device. Healthcare professional later report "rupture" the device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device with 3 assessed as fold flaw opening, inconclusive and surgical damage. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported right side exchange with no complaint against the device. Healthcare professional later report "rupture" the device was explanted and replaced.